Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no issues were noted. The dimensions of the device met specifications. Functional testing was performed and the device passed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked this was noted after the cap was placed on the transfer set. The cap was replaced with a new one. There was no patient injury or medical intervention reported. No additional information is available.